Manufacturer narrative:
Continuation of d10: product ID 37612 (serial: (B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with deep brain stimulation implantable pulse generators experienced multiple error messages on the recharger when attempting to charge the devices. The patient received an elective replacement indicator (eri) message when charging both implantable neurostimulators and a power on reset message when charging the left implantable neurostimulator. The patient was temporarily unable to turn on the left implantable neurostimulator. The patient noted difficulty holding the antenna with their hands during charging and used adhesive discs to assist with this process. Troubleshooting steps included reviewing the meaning of the eri and power on reset messages, checking the left implantable neurostimulator with the patient programmer, and clearing the informational power on reset. The patient successfully cleared the power on reset, was able to turn on the left implantable neurostimulator, and no longer received the power on reset message during subsequent charging. The patient was advised to inform their managing healthcare provider that the devices had reached eri. No patient complications have been reported as a result of this event.